Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for a device interrogation because remote transmissions had shown recent lead noise. The noise was reproducible in the bipolar channel with isometrics and arm movements and further noted that both unipolar vectors showed some amount of reproducible noise. Programming changes were made. The patient was stable throughout the device interrogation and will continue to be monitored.